Event description:
Pump declared a cartridge change error, which caused customer's blood glucose level to exceed a safe threshold, with the specific value displayed as "high." Customer took corrective action by administering a correction bolus through the pump. Guided by technical support, customer inspected and cleaned the cartridge area and successfully reloaded the cartridge onto the pump, allowing insulin delivery to resume.